Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the steps taken to resolve the issue were that x-rays were taken of back to see if the scs was dislocated. Scs technician re-educated patient on the recharging issue and the issue was resolved. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient jas had to charge 4 times since a week ago sunday (B)(6) 2018). The patient stated that they start the charge at zero and charge to complete. The patient stated that it can take up to 10 hours to charge their ins to complete and they do not have full coupling the whole time. The patient does use their high density settings, but hasn't lately. The patient thinks their settings are 2.0 on the left side and 3.75 on the right side, but they cannot check as their ins has been depleted since (B)(6). The patient sated that they used to charge every 4 days before (B)(6). The patient reported a fall 2 weeks ago. They have not changed parameters, or been reprogrammed recently. The patient was forwarded to their healthcare provider (hcp). A manufacturer's representative (rep) was going to reach out to the patient. No further complications were reported or anticipated. No symptoms reported.